Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. Customer¿s mother assisted by providing the customer with carbohydrates to consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.